Event description:
A complaint was received regarding a microclave® clear connector that expereinced leakage during use. The reporter stated that they have had a second incident reported of the microclave leaking into its casing. They have the device in a small container and occasionally it has blood that has leaked. The incident happened on a very haemo-dynamically unstable 4yr old patient. The status of the product at the time of the event was during infusion and was not detected prior to direct patient use. The type of procedure was with IV administered drug delivery. The reporter stated that the microclave connector was leaking blood into its housing. The microclave in question was attached to a three way tap to take blood sample and then reinfuse the discard blood doing to reinfuse blood. 6ml blood loss deemed clinical significant due to the patient being haemo-dynamically unstable. A review of blood loss was required after the incident. There was delay in critical therapy. No adverse operator consequences. The device was changed out/replaced with no further problems encountered. Additionally, the reporter stated that "microclave on end of patient vascular line, 3 way tap attached to microclave with syringes in place to facilitate a closed system blood sampling and discard. This is not normal practice but patient very unstable and needed blood replaced."

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Device received on 9/2/2025. Updated information: d9. Investigation summary: received one (1) used 011-mc100 microclave clear connector for inspection. Blood residuals were observed inside of the housing of the microclave outside of the fluid path. No mating devices returned for inspection. The microclave was leak tested according to product specifications. The leakage could not be replicated. The microclave was disassembled and no defects or anomalies were found. The reported complaint can be confirmed based on the blood residuals. The probable cause is unknown. Without the return of the mating device a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.